Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. Service technician was able to duplicate the reported issue. All testing was performed with known good ac adapter and patient circuit connected. Unit was verified due to an incorrect setting, where the breath rate was set to inactive. This causes the apnea alarm condition. Change breath rate to 12 and unit passed 119 hours of extended tests at customer settings with no unusual alarms or conditions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that apnea alarm is being falsely triggered during use on a patient on the lap top ventilator 1150. The customer confirmed there was no patient harm associated with the reported event.